Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 151 mg/dl, 127 mg/dl and 76 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter indicated he did feel hypoglycemic symptoms with the result of 76 mg/ml and he self-treated with glucose tabs. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.